Manufacturer narrative:
H3, h6 - non destructive visual evaluation revealed severe wear of the polyethylene insert and tibial tray rim. This wear was confined to the extreme posterior end of the device. The direction of the polyethylene burnishing pattern, the polyethylene wear and breakdown pattern, and the tibial tray rim wear pattern are consistent with each other and indicate that the femoral component articulated at an angle at approx. 40 degrees relative to the tibial component. There were no material or mfg defects evident. D6 - additional info. Visual analysis identified tibial tray portion of the component to be marked with lot dcof.

Event description:
Revision knee surgery performed due to alleged failure of tibial plateau/s u.h.m.w.p.e. Resulting in metallosis of the right knee.